Event description:
It was reported that when the physician was using the manifold during a procedure, it leaked, when flushing. Air bubbles were reported as entering at the proximal female port (syringe port). The used device has been returned for eval. There was no air injection or pt injury.

Manufacturer narrative:
Although the used device has been returned, the evaluation has not been completed, therefore, a failure analysis is not yet available. Upon completion of the testing and eval a follow-up medwatch will be submitted.